Manufacturer narrative:
Siemens customer service engineer (cse) inspected the device; he checked lamp, heat retainer, readhead and filter, everything was ok. Customer was informed that clinitek atlas system will not detect intact rbc in urine. As per clinitek atlas reagent IFU, "because of the optical systems of urine chemistry instruments, the sensitivity to intact erythrocytes is lower than can be perceived visually." Instrument is operational.

Event description:
Customer reported false negative blood result on the instrument. There was no report of injury due to this event.